Event description:
Pt implanted with a margron-dtc hip replacement system and another manufacturer's acetabular cup experienced pain due to aseptic loosening <2 years after the primary procedure. Pt revised using alternate manufacturer's total hip replacement system. The explanted stem was not returned to the manufacturer and examination was not possible. Device history records for the stem and neck are complete and conforming to approved design and manufacturing specifications.

Manufacturer narrative:
Revision surgery performed on a pt with a margron-dtc hip replacement system <2 years due to aseptic loosening of the femoral stem with a non-portland acetabular cup system. Pt experienced pain prior to revision. Pt revised using alternate manufacturer's total hip replacement system. The femoral stem was found to be aseptically loose. It was removed and replaced alternate manufacturer's stem system. Report received from revising surgeon indicates no add'l issues or infection with the primary implant. A review of the device history records for the stem and neck found them to be complete and conforming to design and manufacturing specifications. The event is being reported following a reassessment by portland orthopaedics. The reassessment was conducted after a trend was observed by the other country's orthopaedic association in its national joint registry report of 2007. This observed trend and portland's initial analyses were previously reported to FDA in MDR no 9613642-2008-00001. As precautionary measure, portland has taken the margron dtc system off the market in the u.s. Pending further eval of the device and events, except for cases in which margron specific tools and components are necessary to perform revision on a margron implant.